Manufacturer narrative:
The details of the complaint have been forwarded to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be forwarded to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter in place for 24 hours then it started leaking just distal to the fixation wings. They replaced this with a twinflo 1252.230g lot 17a034d

Manufacturer narrative:
The complaint was forwarded to our parent company in (B)(6) for their evaluation. The investigation summary is as follows: this complaint could not be classified as we did not receive a sample for analysis. We could not do an analysis as the customer discarded the involved sample. The batch history record could not be reviewed as no batch no. Had been submitted. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests are carried on for product/component presence and presence in cavities. This is the very first complaint regarding a catheter leakage on code 4g07125230. Unfortunately, we have no further information about disinfectants used, but the defect may hint to the use of alcohol-based disinfectants. From further complaints we know that it is essential to let the disinfectant dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material (see warning in product's IFU). Without the sample no further investigation is possible. No corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Catheter in place for 24 hours then it started leaking just distal to the fixation wings. They replaced this with a twinflo 1252.230g lot 17a034d.